Manufacturer narrative:
Device evaluation: returned device was received with cracked on lower right front corner of top case also cracked on right plunger case and missing portion of bottom case seal. Evidence of reported problem in event log was found. During the evaluation of the device the battery not working was found at power up and all the reading of battery ended with n/a value. The customer reported condition was confirmed. Problem source is unknown. A DHR review is not applicable in this case because the defective component (battery pack) is not evaluated or tested in any way during the manufacturing process and the medfusion battery pack manufacturing records are retained by the supplier at their manufacturing site and are not readily available for review.

Event description:
Information was received indicating that a smiths medical medfusion 4000 pump, constantly alarms. No adverse patient effects were reported.